Event description:
Event description: it was reported that the skyplate was dropped and is not working; no image. The device was not in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that on the skyplate was dropped and is not working - no image. The device was not in clinical use and there was no patient or user harm. The remote service engineer (rse) performed analysis and concluded that a detector had been dropped, resulting in a loss of full communication with the system and produce blank images. The rse provided remote assistance to guide the customer through skyplate sharing instructions as a temporary solution, in case a detector from another system was available. During testing via philips service console (psc) tools, it was identified that certain diagnostics could not be completed due to an integrated service tool (ist) access issue; appropriate contact details were provided to the customer for ist correction. Troubleshooting options were discussed, and the customer confirmed that two quotation requests were raised ¿ one for an onsite service visit and another for outright skyplate replacement. The customer agreed to decide the preferred option. Subsequently, a new servicemax case was opened for skyplate replacement. The field service engineer (fse) visited the site, gathered all required skyplate exchange information was gathered, and a new detector was installed and calibrated successfully, restoring full communication and system functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).